Manufacturer narrative:
FDA codes for evaluation of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the valve increased gradient 18 months post valve implant cannot be confirmed, but may be related to the progression of pre-existing disease processes (renal failure). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 18 months post implant, a 29mm (B)(4) xt valve was found to be "stenotic" with a gradient of 50 mmhg. The (B)(4) xt valve was secure with no apparent change in position. A 29mm (B)(4) 3 valve was successfully deployed in the existing (B)(4) xt valve. No complications with the procedure were reported. At the time of this report, the patient was in stable condition.

Manufacturer narrative:
(B)(4).